Event description:
It was reported that the permanent cautery spatula instrument tip was damaged. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no report of material broken off or detached. There was the location that looked a slight crack or scratch on the tip. There were no noticeable defects with the cable. No photographic images of the instrument available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery spatula instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley at the monopolar yaw pulley. Material appears to have burnt off from the charring that occurred at the yaw pulley. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley do not show thermal damage. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.